Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kidney during a percutaneous nephrolithotomy procedure performed on (B)(6) 2020. According to the complainant, during withdrawal of the device, the basket detached into the patient. The detached basket was removed by a non-bsc device. The procedure was completed with a non-bsc device. There were no patient complications as a result of this event.